Event description:
Customer reports that a pt experienced itchy hands and arms within an hour of initiating a hemodialysis treatment with a psn 210 dialyzer. The pt was treated with benadryl 25 mg IV and treatment was completed per rn. No further incident detail was available per customer.